Event description:
It was reported that when the device was used during a gastrectomy, the stapler locked out and it did not cut the tissue. Another device was used to complete the case. There was no consequence to the pt.